Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they were asked what steps were taken to resolve the issue with the pump being placed wrong. Patient stated they had an magnetic resonance imaging (MRI) and CT scan done. Patient stated they had spoken with attorney. Patient stated they were intending to have the pump removed. They were working with new doctor to hopefully get the pump removed. Patient repeated that the pump was flipping and they were getting shooting pain through the spine down their leg to their toes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had gone through 7 utis (urinary tract infections) and the last one almost took their life. The patient stated that the pump was put in the wrong spot at implant and now the pump was turned sideways in their body and was sticking out of their belly and causing major problems. The agent asked if this was because of the pump or something different and the patient stated that the main thing was that the pump had been put over/on top of their bladder and near their stomach, so it was the wrong place to put it. The patient stated that they went into the hospital about 2 weeks ago and they were there for a full week. They could not hold anything down and it was a very serious issue because they were getting totally dehydrated and their urine was burning coming out. The patient also mentioned they had problems with their stomach to a point where they had to take something that cured the nausea and they were throwing up constantly and taking another medication that was recoating their stomach because the uti caused so many problems that they were throwing up 4 days in a row and their wife had to rush them ¿to the hospital big time because it was affecting everything else from his heart to you name it¿. The patient stated that for two weeks now it ¿feels like he is getting shocked by the pump¿. The patient was redirected to their healthcare provider to further address the issue. The patient stated that they didn¿t have a doctor anymore because their doctor had moved, so the agent provided healthcare provider listings at the patient¿s request.